Manufacturer narrative:
Lot number ¿ this report contains allegations against the following lot numbers: 18b033, 18b053, 18d042, 18a026, 18c050. For 2 of the 8 reported events, the single use devices were received for evaluation. Visual inspection and leak testing revealed that both devices were leaking. The first device leaked from the junction of the tubing and stress member, which indicated a manufacturing assembly error. The cause of the event was determined to be a manufacturing issue for the first device. The second sample leaked, due to broken tubing at the solvent-bonded junction of the luer. A portion of the tubing remained inside the solvent-bonded area of the luer. The cause of the condition could not be determined for the second device. For 5 of the 8 reported events, photographs were received for evaluation. Visual inspection of all five photographs revealed fluid in the bag that contained the devices. The cause of the leak could not be determined for three of the devices. For the two remaining devices, further visual inspection revealed that the leak was due to detached tubing at the junction of the white luer. The cause of the detached tubing was not determined. A batch review was conducted for lot numbers 18b033, 18b053, 18d042, 18a026, and 18c050, and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that eight large volume infusors were leaking. One device was leaking due to the flow restrictor being disconnected from the tubing, one device leaked from the top near the administration line connection, one device leaked due to the blue winged luer cap coming off of the luer lock, and five of the devices were leaking from an unspecified location. No patients were involved. No additional information is available.